Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed with several boluses and monitored and all boluses were delivered and listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. No bolus anomaly was noted. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump gives her too much insulin when giving a bolus. Customer stated that she has been experiencing low blood glucose readings of 41 mg/dl and has treated with glucose tablets. Troubleshooting was performed and the drive support cap and all settings appear to be normal. The displacement test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.